Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was started on duopa therapy. On an unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report on 17 feb 2017 states, the patient developed peritonitis after the peg-j tube placement. Patient was treated with IV antibiotics augmentin 2.2 mg.